Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call his sugars was up to 400mg/dl . They took it out and haven't attempted to change it. Customer reports blood at site. Customer is on 80mg aspirin. Customer states the site is not actively bleeding. Customer states sensor was not tugged or pulled on after insertion. The customer reports no symptoms. Customer treated with orange juice and pepsi. Went up to 205mg/dl and then 256mg/dl. Customer also treated with a 7 unit bolus. Turned down basal. Then it went down to 98mg/dl. 5 hours later went down to 58mg/dl. And treated with orange juice and a pbj sandwich. Unable to troubleshoot due to customer not having the insulin pump with them. Product will be returned for analysis.